Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the carelink report shows incorrect data. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the assessment and progress reports for the user in care link support application and observed that the issues are reproducible. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc as user not able to generate report. After conducting thorough investigation it is observed current code is not properly handing the duplicate sg events from multiple snapshot files while filtering the sg received datums for assessment and progress report statistics. Issue confirmed the root cause of the issue is due to the issue in handling the duplicate sg events from multiple snapshot files. The issue is fixed as part the esf (B)(4) while addressing another field issue and the fix is part of the release 6.3.2. This issue is not reproducible for this user as per the current build (6.3.2) in production. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.